Event description:
After connecting the ipg and the lead, a pacing inappropriately was seen on monitor in operation room. Physician thought that the lead had defects and this case was occurred. New lead was replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis of the returned device found no anomalies. Visual analysis noted there was blood in/on the helix/lobe mechanism and the lead was stretched. Damaged at implant.